Event description:
As reported by IV team member, safety device did not activate on needle when engaged. Needle is from a bard 4f double lumen PICC kit. No one was injured. Reports that this has happened twice before a few months ago but it was not reported at that time.